Event description:
According to the reporter, during a thoracoscopic right lower lobe partial resection, in the middle of the second firing, the device fired completely, but there was bleeding on the specimen side during resection. Poor staple formation was also observed in the staple that was deployed on the distal side. The patient had tissue damage. Hemostasis was achieved by doing a follow-up at the third firing. Due to the partial damage of the reload, broken pieces were found via camera and was removed by forceps. After that, follow-up was performed at the third and 4th firing, and the partial resection was completed.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu, (lot #p2m0533) egia45amt, egia45amt egia 45 artic med thick sulu, (lot #p2m0532) egia45amt, egia45amt egia 45 artic med thick sulu, (lot #p3a0286). H3 evaluation summary: medtronic conducted an investigation based upon all information received. One broken piece of cartridge surface and one egia45amt were received for evaluation. Visual inspection noted that the device had a damage. It was reported that the staples did not form as expected, a component disengaged from the device into the surgical cavity and the device broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to application over an obstruction and over indicated tissue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.